Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital post partum but experienced low blood glucose levels of 36 mg/dl during her stay. The customer stated that there were discrepancies between her blood glucose readings and sensor glucose readings. The customer also stated that her last infusion set change was four to five days prior to the report. Nothing further was reported.